Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to stem aseptic loosening. Products not revised: cotyle, ppr6-7254, lot: t03118864. Anca fit(tm) noyau, ppr6-7554, lot: s11112327.